Event description:
It was reported that the implantable neurostimulator (ins) was replaced (B)(6) 2014 because, according to the patient, ¿it had moved and the doctor had to go in and redo it. He said that the battery only lasts seven months and so he put in the rechargeable one that lasts nine years.¿ the patient also stated, ¿what they did is when they replaced the old battery they used the same incision but moved the new battery about four inches away from the incision. So the battery is not actually directly under the bandage.¿ no outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3550-29, lot# n449045, implanted: (B)(6) 2014, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).